Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (mobile system), is related to case with patient identifier (B)(6) (aviva system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 9.9 mmol/l (mobile meter) and 5.4 mmol/l (aviva meter). No adverse event reported. The test strip lot number was not provided. The remaining strips were used for the mobile meter; therefore, no product could be requested to be returned for product evaluation.